Event description:
It was reported that a tandem usb cable failed to charge the pump, although there was no evident physical damage to the cable. There was no reported impact on the customer¿s blood glucose level. The pump remained under warranty, but no additional actions or information regarding the resolution was available.